Event description:
It was reported that this communicator showed a red call doctor light flashing. The communicator was not being able to connect. Also a yellow sending wave alert was triggered. A new cell adapter was send to resolve the communicator connecting issue. The right ventricular (rv) lead trend graph showed a low, out of range (oor) shock impedance reading. The rv lead did not show other oor measurements. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this communicator showed a red call doctor light flashing. The communicator was not being able to connect. Also, a yellow sending wave alert was triggered. A new cell adapter was send to resolve the communicator connecting issue. The right ventricular (rv) lead trend graph showed a low, out of range (oor) shock impedance reading. The rv lead did not show other oor measurements. The rv lead remains in service. No adverse patient effects were reported. Additional information has been received mentioning that the rv lead continued showing low, out of range shock impedances. Also, some low, within range pacing impedances were observed and non-sustained ventricular tachycardia events with non-physiologic noise over sensing. It was recommended to bring the patient to clinic for isometric movements, arm movements all with serial impedances, and perform a chest x ray analysis. Some isometrics were performed causing a bit of noise, but it was determined that it must be a lead insulation issue due to the fluctuation and the noise on both the v electrogram (egm) and the shock egm. The ep was notified and most likely was planning for a revision of the lead. The rv lead remains in service at this time. No adverse patient effects were reported. According to additional information, this lead was explanted during scheduled generator change out procedure and replaced with a new rv lead. No additional adverse patient effects were reported outside of replacement procedure. This product will not be returned for full investigation.

Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this communicator showed a red call doctor light flashing. The communicator was not being able to connect. Also, a yellow sending wave alert was triggered. A new cell adapter was send to resolve the communicator connecting issue. The right ventricular (rv) lead trend graph showed a low, out of range (oor) shock impedance reading. The rv lead did not show other oor measurements. The rv lead remains in service. No adverse patient effects were reported. Additional information has been received mentioning that the rv lead continued showing low, out of range shock impedances. Also, some low, within range pacing impedances were observed and non-sustained ventricular tachycardia events with non-physiologic noise over sensing. It was recommended to bring the patient to clinic for isometric movements, arm movements all with serial impedances, and perform a chest x ray analysis. Some isometrics were performed causing a bit of noise, but it was determined that it must be a lead insulation issue due to the fluctuation and the noise on both the v electrogram (egm) and the shock egm. The ep was notified and most likely was planning for a revision of the lead. The rv lead remains in service at this time. No adverse patient effects were reported.